Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Introducer was advanced over guide wire, when starting to deploy the stent, nothing happened. System was taken out and small piece of wire was coming out of sheath. New system had to be used to finish procedure. Lab evaluation (B)(6) 2022. Visual inspection: red marker at 6th dimpling . Lock-wire still in place on return. Flexor broken (clear section ). Functional inspection: handle actuates for deployment and recapture stent deployed. Fully and stent intact. Lock-wire removed without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence at what stage of the procedure did the complaint occur? During stent placement. What endoscope type and channel size was used? 4.2 mm. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? 0,0035 inch, jagwire, bsci. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Hepaticus-duct. How long was the stent in the patient by the time this complaint occurred? 30 sek. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? 3 cm. Where was the stricture located in the body? Distal stenosis. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? N/a. Was the stricture dilated before stent placement? N/a.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental report is being submitted due to completion of lab evaluation on (B)(6) 2022: visual inspection: red marker at 6th dimpling . Lock-wire still in place on return. Flexor broken (clear section ) functional inspection: handle actuates for deployment and recapture stent deployed fully and stent intact . Lock-wire removed without issue. Introducer was advanced over guide wire, when starting to deploy the stent, nothing happened. System was taken out and small piece of wire was coming out of sheath. New system had to be used to finish procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? 4.2 mm 3. What was the position of the elevator? Open 4. Details of the wire guide used (diameter, type, make)? 0,0035 inch, jagwire, bsci 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Hepaticus-duct 8. How long was the stent in the patient by the time this complaint occurred? 30 sek. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 3 cm 2. Where was the stricture located in the body? Distal stenosis 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? N/a 5. Was the stricture dilated before stent placement? N/a.

Manufacturer narrative:
Device evaluation: 1 unit of evo-fc-10-11-6-b lot c1915976 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 06 july 2022. On evaluation of the device red marker at 6th dimpling. Lock-wire still in place on return. Flexor broken (clear section). Handle actuates for deployment and recapture stent deployed fully and stent intact. Lock-wire removed without issue. Documents review including IFU review prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b of c1915976 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1915976. It should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor breaking. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Complete report is being submitted due to completion of investigation on 27-feb-23.